Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section d4: UDI and section e1: phone number, to update section h3, and to provide the completed investigation results. One tr band, inflator and packaging were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. There were no damage or deformities noted on the band or inflator. There is 9.5ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the inflation balloon to check valve seal. The sample failed leak testing. The sample was placed under a microscope to look at the location of the leak. Upon microscopic inspection, there is a tear on the seal of the inflation balloon to check valve. The complaint can be confirmed for air leakage issues. The cause is a tear on the inflation balloon to check valve seal. The operations quality engineer was notified about this issue and a nonconformance (nc) was initiated. The nc will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: clinical resource nurse. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the procedure performed was a coronary percutaneous coronary intervention (pci) via right radial access. At end of the procedure, the physician cleaned the site and applied a large tr band. The band was inflated, and introducer sheath was removed. Upon removal of the band syringe, the balloons appeared to immediately deflate, and bleeding started. An attempt was made to reinflate balloons; however, they would not hold air. Manual pressure was held, and a new tr band was applied and inflated without issue. The blood loss was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 20jun2024: the kab did not record the amount of air in the tr band. A 6 french glidesheath slender was used in the access site. The tr-band was noted to be losing air immediately after removing the syringe from initial inflation, band lost air and bleeding was noticed. There was no noticeable damage to the device. The patient was stable, and recovery was uneventful. The bleeding was noted immediately by the physician. There were no issues noted with recovery.